Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The hemostatic valve was leaking. The hemostatic valve was leaking after the vizigo sheath was inserted into the body. When the sheath was replaced, the issue resolved. Resistance was found when they were advancing into the sheath. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The catheter/needle was not able to be moved through the sheath. It was not able to advance due to resistance. The catheter was being inserted into the sheath. There was no physical damage on sheath/dilator. There were no wires being exposed or lifted or sharp rings. The issue was found halfway from the distal end. The catheter was not pre-shaped. No patient consequences were reported. Obstructed sheath is not MDR-reportable. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 18-may-2022, bwi received additional information regarding the event. The hemostatic valve was not broken. The hemostasis valve (gasket)did not break into two or more separate pieces, the whole thing came off. The hemostatic valve/brim cap/hub become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis of the returned product revealed a kink close to the handle. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. Then the functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and some resistance was felt during the testing with the vessel dilator. The od vessel dilator was measured, and it was within specifications. Due to the conditions of sheath, an internal action was opened. A device history record review was performed for the finished device 00001912 number, and no internal actions related to the complaint were found during the review. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)